Event description:
It was reported that during a cryo ablation procedure, it was found that the sheath could not pass through the atrial septum. After repeated attempts to pre-dilate with the frozen sheath core, another attempt was made, but it still could not successfully pass through the atrial septum. After examination, the gap between the cryo outer sheath and the inner core was too large to reach the left atrium. Considering the patient's medical history and the risk to the patient's health, the case was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 of lot number 0012416109 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified 2 shaft kink/twist at approximately 2 inches and 4 inches from the tip. The following functional testing was performed. The insertion of dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified a dilator luer damage, which may cause dilator to have difficulties locking with sheath. In conclusion, the sheath failed the return product inspection due to a kink/twist observed on the shaft. The dilator luer was observed to be damaged and preventing it to lock with the sheath handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.